Event description:
It was reported that during the procedure the top cap trigger mechanism (black trigger mechanism) was difficult to remove causing the top cap to prolapse onto the fabric. It required extra pressure to pull off the trigger wire to release - once that was done, the top cap advanced and the case was completed as normal. It was reported that the patient's vessel was healthy. The physician was able to land the device in the planned target zone.

Manufacturer narrative:
The device was not returned for evaluation. No procedural images were available that showed the reported issue. Additional information was received from the physician. It was reported that the device was inspected for damage prior to use and nothing out of the ordinary was noticed. The physician stated that the vessel was healthy, and the device was landed in the planned target zone. It was stated that everything looked normal at the end of the procedure. It was reported that the troubleshooting section of the instructions for use (IFU) to release the black trigger mechanism was not consulted. The device history record for work order for ac1186079 was reviewed and appeared complete and the quality control inspection was verified to ensure that the device passed inspection. There were no non-conformances raised or temporary deviations in place at the time of manufacture. Upon reviewing the photos taken of the complaint device during manufacture it appears that the device was manufactured as per charts approved signed by the physician. A review of the manufacturing records and specifications did not reveal any discrepancies that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There are a number of processes and checks in place during manufacture where any issue with the top cap would most likely be identified during the quality control. Review of the IFU supplied with the device states: 11. Instructions for use 11.1 general use information prior to use of the zenith fenestrated aaa endovascular graft with the h&l-b one-shot introduction system, review this suggested instructions for use booklet. The following instructions embody a basic guideline for device placement. Variations in the following procedures may be necessary. These instructions are intended to help guide the physician and do not take the place of physician judgment. 11.4.5 proximal body placement 12. Verify proper position of proximal body. Remove the safety lock from the first (distal) gold trigger-wire release mechanism. Withdraw and remove the trigger-wire by sliding the gold trigger-wire release mechanism off the handle and then remove via its slot over the inner cannula. Note: at this point, the proximal main body graft should be fully expanded with the proximal bare stent contained within the top cap. 13. Remove the safety lock from the top stent trigger-wire release mechanism. Under fluoroscopy, withdraw and remove the trigger-wire to unlock the suprarenal stent from the top cap by sliding the black trigger-wire release mechanism off the handle and then remove via its slot over the inner cannula. Note: if resistance is felt or system bowing is noticed, the trigger-wire is under tension. Excessive force may cause the graft position to be altered. If excessive resistance or delivery system movement is noted, stop and assess the situation. If unable to remove the black trigger-wire release mechanism from the top cap, perform the following steps under fluoroscopy: a. Remove tension on the trigger-wire by loosening the pin vise and slightly pulling the inner cannula to move the top cap down over the suprarenal stent. Avoid compressing the zenith fenestrated proximal body. B. Retighten the pin vise. C. Remove the black trigger-wire release mechanism. Note: if still unable to remove the black trigger-wire release mechanism from the top cap, see section 13 trigger-wire release troubleshooting. There is no evidence to suggest the customer did not follow the IFU. A definitive cause could not be determined from the investigation. Possible causes are: procedure factors, wire jammed within top cap, high friction interaction.

Event description:
It was reported that during the procedure the top cap trigger mechanism (black trigger mechanism) was difficult to remove causing the top cap to prolapse onto the fabric. It required extra pressure to pull off the trigger wire to release - once that was done, the top cap advanced and the case was completed as normal. It was reported that the patient's vessel was healthy. The physician was able to land the device in the planned target zone.